Event description:
It was reported that patient side manipulator (psm) 2 was not accepting drapes, and the user had to hold the instrument in the psm in order for it to be functional. There were no reports of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.